Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low or high sensor glucose alerts. Their blood glucose level during the incident was 319 mg/dl. Details regarding symptoms or treatment of their high/low blood glucose levels were not provided. The device did not pass troubleshooting. The device will be returned for analysis.